Event description:
Additional information was received that surgery occurred to explant and replace the leads and ipg, which resolved the issue.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information, but it could not be obtained.

Event description:
Related manufacturers reference numbers: 1627487-2020-02759, 1627487-2020-02760. It was reported that the patient's leads migrated, and the patient experienced ineffective therapy. Consequently, the patient stopped maintaining and charging the ipg against recommendation, and the ipg became inoperable. As a result, surgery may occur to address the issue.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.